Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced syncope and dizziness. The ventricular lead exhibited high thresholds. The lead was replaced and the patients condition was normal.